Manufacturer narrative:
Age at time of event: (B)(4). Device evaluated by manufacturer: the returned product consisted of an sterling es balloon catheter. Visual inspection noted during unpackaging that dried blood and contrast were present in the guide wire lumen and balloon. The device was prepped according to the dfu. When positive pressure was applied with the inflation device, a stream of water emitted from a hole in the balloon 1 mm from the distal edge of the markerband. Inspection of the balloon presented no irregularities in the balloon material and the ro markers that could have contributed to the damage. There is no evidence of any material or manufacturing deficiencies that could have contributed to this complaint. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous translumial angioplasty treatment procedure a balloon rupture occurred. The 90% stenosed lesion was located in the moderately tortuous and calcified below the left knee. A 2mm x 40mm x 145cm sterling es monorail balloon catheter was inflated five times to 6 atms and during the 5th inflation a balloon rupture occurred. The balloon catheter was removed intact and the procedure was completed with a different device. No patient complications were reported and the patient's status is good.